Event description:
It was reported that during a uterine ablation procedure, the first catheter was noted to be leaking through the over pressure valve. A second catheter was used and heater error code was received four minutes into the treatment. A third catheter was used and the case was finished with no consequences to the patient. Surgery was delayed one and a half hours. General anesthesia was used.